Event description:
Information was received via customer service from a (B) (6) female who received restylane injectable gel (injectable dermal filler) injections into the upper lip on (B) (6) 2006 "to add fullness to upper lip." Anesthesia and additional procedures were not reported. Significant medical history included previous restylane injections on an unspecified date in (B) (6) 2005. Concomitant medications included multivitamin and trinesta (birth control pill). According to the reporter, she noticed a "good size bump" (implant site mass) above the right side of her upper lip on (B) (6) 2006. She described the bump as palpable but not hard. On (B) (6) 2008, the patient was evaluated by her physician who indicated that the bump was scar tissue build up. (Implant site scar) and noted no residual from restylane. She reported that her physician "tried to squeeze out the bump but could not." As of the date this report was received, the events have remained unresolved. The restylane lot number and expiration date were not reported.

Manufacturer narrative:
Additional PMA/510(k): p040024.